Manufacturer narrative:
(B) (4). Non-union. Review of radiographic images shows a tlif construct l3, l4, l5, s1 with peek rods. S1 screw broken on the left. No interbody device noted at l3-4. Capstones noted at l4-5 and l5-s1. A review of the device history records for this device was not possible without additional device information. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a tlif procedure from l3 - s1 for spondylolisthesis. Patient had sciatica on the left. The patient underwent a revision surgery 1.5 years post-op due to a broken screw at left s1, and a non-union at l5-s1.